Manufacturer narrative:
No product has been returned for investigation as product remains in-situ. X-ray images have been reviewed and confirm alleged reported event. Labeling review: "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." Patient education: "...preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." Product remains in-situ.

Event description:
On (B)(6) 2017 patient underwent a posterior lumbar interbody fusion. During the six month follow up it was discovered that one of the implanted mas plif shanks had fractured. The patient is currently asymptomatic and no revision procedure is planned at this time.